Event description:
The account staff alleged that the pt fell out of bed last sunday. They said the right intermediate siderail was not latching properly and the pt's left knee was bruised.

Manufacturer narrative:
The technician investigated and was told that the bedrail snapped resulting in the pt falling to the floor. The pt received a bruise on the left knee from the fall but did not require any medical treatment. The technician tested the functions of the bed siderails and found they were all working as designed and the alleged failure could not be duplicated. The technician replaced the left and right intermediate siderails at the accounts request.